Event description:
It was reported that during use, blood leakage was found at the connection of the catheter and the sheath. Additional information received 01/23/09 stated the catheter and sheath were exchanged with no complications to the pt.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.